Event description:
It was reported that this rv lead from 2001, was capped/abandoned due to impedance issues. High pace impedances were greater than 2000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).